Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for low blood sugars, asystole greater than two seconds and loss of consciousness which required cardiopulmonary resuscitation (CPR) to be performed until the right ventricular (rv) lead spontaneously resumed capture. Upon device interrogation, it was found the right ventricular (rv) lead exhibited failure to capture with high threshold measurements. As a result, the device was reprogrammed and appropriately capturing. After device reprogramming, the boston scientific representative observed the battery longevity shift from five months remaining to less than three months remaining. Technical services (ts) was consulted and offered troubleshooting options. Subsequently, the crt-d was explanted and replaced with a dual chamber pacemaker while the rv lead was surgically abandoned. The left ventricular (lv) lead was placed into the rv port of the pacemaker and the rv lead was capped and not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 131m from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high threshold measurements and failure to capture.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital for low blood sugars, asystole greater than two seconds and loss of consciousness which required cardiopulmonary resuscitation (CPR) to be performed until the right ventricular (rv) lead spontaneously resumed capture. Upon device interrogation, it was found the right ventricular (rv) lead exhibited failure to capture with high threshold measurements. As a result, the device was reprogrammed and appropriately capturing. After device reprogramming, the boston scientific representative observed the battery longevity shift from five months remaining to less than three months remaining. Technical services (ts) was consulted and offered troubleshooting options. Subsequently, the crt-d was explanted and replaced with a dual chamber pacemaker while the rv lead was surgically abandoned. The left ventricular (lv) lead was placed into the rv port of the pacemaker and the rv lead was capped and not replaced. No additional adverse patient effects were reported.